Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during implanting the lens, the trailing haptic "curled up" and looked "wavy." The lens was cut out intra-operatively and the doctor enlarged the incision and added 4 sutures. The same model lens was implanted with no issues. Physician's opinion of the most likely cause of the lens damage was "injector was defective."

Manufacturer narrative:
The inserter was not returned for evaluation and the lot number was not provided. Therefore, the product evaluation could not be conducted and the device history record could not be reviewed. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.